Event description:
Additional information received reported the patient was reprogrammed and was receiving therapy. Her replacement had not been scheduled yet.

Event description:
It was reported the patient saw the elective replacement indicator (eri) prematurely. It was noted reprogramming was performed. It was reported the product issue was not resolved and the cause was unknown. It was noted the patient had two programs running at nine volts continuously. It was reported the patient was not happy with the eri after only two months. It was noted there were no patient symptoms associated with the event.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received almost 9 months later reported that the patient had an implantable neurostimulator (ins) replacement done on (B)(6) 2014. The patient was unsure if it was normal battery life. "I guess so, I don't know, I only had it a year." No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.